Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Fall on right shoulder with injuries. Mechanical damage. A cable of the kenevo is sticking out. The left and right protective caps are missing from the battery which led to a broken solder joint. It is not known whether the defect was caused by the fall. It's not the first time (protective cap)!